Event description:
It was reported that high out of range hv lead impedance was observed. During an attempt to perform synchronized therapy, the device went into back up vvi mode. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Evaluation: the reported high hv lead impedance was confirmed in the laboratory and was due to a broken case wire. The reported backup vvi was confirmed in the laboratory and was due to a power on reset that occurred during hv therapy delivery. The device was tested on the bench and high current due to an internal hybrid anomaly was found. It is believed the hybrid anomaly was the cause of the power on reset. The cause of the anomaly could not be determined.